Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant. The analyst noted that the helix extends and retracts within product specification.

Event description:
It was reported that during the implant attempt, the physician was unable to extend the lead after three positioning attempts. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.